Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the patient¿s stimulation hasn¿t worked since implant and the stimulation was not helping with the patient¿s symptoms. No other information, including the event date, was reported as the call was dropped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.